Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that reactions appeared as reported by the instrument. There are currently no additional lots available with donors that contain a k+k+fya- cell which would assist in identifying the anti-kell or ruling out the donor. No patient sample was returned.

Event description:
A customer reported obtaining unexpected negative reactivity with the capture-r ready-ID assay on the echo.